Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/08/2015 with the following findings: multiple occlusion alarms observed in the black box; the force at time of occlusions is high. Bolus history shows 2.65u of a programmed 9.65u bolus was delivered due to this alarm. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump exercised for 24 hours with no occlusions occurring. A 10u normal bolus was delivered with no occlusion alarms duplicated. Tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging an occlusion (frequent/persistent) issue. The reporter stated that the patient had a blood glucose (bg) of 28mmol/l without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient is using cartridge and infusion set per IFU. This report is being made due to the bg excursion the patient experienced due to an alleged occlusion issue.